Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed when a capsule tear occurred. The lens was removed and there was no other pt injuries noted. The model and lot numbers of the cartridge and injector are unk.